Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with high thresholds and high impedance on the right ventricular lead on (B)(6) 2018. The lead was capped and replaced on (B)(6) 2018, and the patient was stable following the procedure.